Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the proximal two inches of the delivery catheter separated from the distal part of the sheath while slitting. The catheter was removed and not replaced. No patient complications have been reported as a result of this event.